Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that when the nurse inserted the catheter into the patient, no urine flow was observed. As a result, the catheter was removed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that when the nurse inserted the catheter into the patient, no urine flow was observed. As a result, the catheter was removed.

Manufacturer narrative:
Received 1 used temperature sensing catheter. Per visual evaluation no defects on the catheter were found. Per functional evaluation, a flow test was performed. No water flow through the catheter was noted and obstruction of silicone in the drainage lumen was found. The product was found to be out of specifications. The reported event was confirmed as manufacturing related. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following precautions to avoid the inaccurate flow rate: "- caution: do not aspirate urine through drainage funnel wall. Single patient use only. Do not reuse. Do not resterilize. For urological use only. Catheters should be replaced in accordance with the cdc guideline ¿guideline for prevention of catheter-associated urinary tract infection¿. At the onset or first signs of a urinary tract infection, catheter encrustation, or any other catheter-related adverse effect, the catheter should be replaced. - visually inspect the product for any imperfections or surface deterioration prior to use. Do not stretch catheter." (B)(4).

Event description:
It was reported that when the nurse inserted the catheter into the patient, no urine flow was observed. As a result, the catheter was removed.